Event description:
It was reported that the asymptomatic non-pacemaker dependent patient presented for lead replacement procedure due to a fracture on the right ventricular lead. It was also noted that there was an increase in pacing impedance. The lead was otherwise normal. On (B)(6) 2017, the lead was capped and replaced. The patient was stable and did not experience any complications from the surgery.